Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
The device was removed on (B)(6) 2024 to make room for a fusion cage. A request for additional information was made to surgeon, and they provided the following details on (B)(6) 2024: "the implant was removed for several reasons but there was no apparent device malfunction or defect. The patient had persistent radiculopathy and had either recurrent or residual disc material around the implant impinging on the traversing nerve root. In addition, the device was not fully seated into the s1 vertebra and protruded posteriorly into the canal likely also contributing to his ongoing symptoms. Finally, he did also have some subtle anterolisthesis at the operative segment, so fusion was indicated. Hope this is adequate information, but let me know if I can clarify further."